Manufacturer narrative:
Concomitant medical products. Model: ddbb1d1, ICD; implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited no capture, high pacing impedance, and high thresholds culminating in exit block. The lead has been capped and replaced. No patient complications have been reported as a result of this event.